Event description:
It was reported that post implant interrogation, the patient was complaining of a twitching sensation in the right lower quadrant. The device was re-interrogated and atrial lead dislodgement was observed. No sensing of p waves was then noted, and the twitching sensation was no longer felt by patient. The atrial lead was turned off. On (B)(6) 2022 the device was rechecked, and the atrial lead was not sensing any p waves, and no capture was observed. The patient feels a twitching sensation. X-rays confirmed lead dislodgement and the device was reprogrammed. The patient does not want another procedure to reposition the atrial lead. No further intervention is planned at this time. The patient has no further complaints, and the patient was stable before, during and after.